Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin delivery was suspended. Customer's blood glucose level was 111 mg/dl and sensor blood glucose was 77 mg/dl. Customer other relevant blood glucose level was 88 mg/dl. The device will not be returned for analysis.